Event description:
A pt was treated with a calcaneous plate and 8 screws on (B)(6) 2005. Subsequently, the pt complained of painful hardware. Surgeon scheduled removal of hardware for (B)(6) 2012. This report is #1 of 9 for the same event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of locking calcaneal plates was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the MFR that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.